Event description:
Healthcare professional reported "breast, removal, implant w/ capsulectomy [968] implant, biologic, soft tissue reinforcement, trunk (medical) [980] exploration or drainage, abscess, deep, breast [1978] revision, breast reconstruction, breast, implant exchange, (medical)". This record is for the left side. Device was explanted.

Manufacturer narrative:
The events of "abscess and drainage" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: abscess and drainage.